Manufacturer narrative:
UDI - (B)(4). Code refer to the results of the imaging evaluation. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2017, imaging identified a possible type ii endoleak from unknown origins. It was reported aneurysm enlargement of approximately 1cm was identified. On (B)(6) 2017, a coil embolization procedure was performed to treat the type ii endoleak. It was reported the endoleak was resolved and the patient tolerated the procedure.

Event description:
On (B)(6) 2017, imaging identified a possible type ii endoleak. It was reported aneurysm enlargement of approximately 1cm was identified.